Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific recieved information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit low shock impedance. The source of the low impedance was not yet known. There were no reported adverse patient effects.